Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Was this device serviced by a third party? No. Patient identifier complete entry = (B)(6) and (B)(6). All available patient information was included. Additional patient details are not available. An abbott field service representative (fsr) was dispatched due to the customer reporting falsely depressed calcium results on the alinity c analyzer, serial number (B)(4). The customer reported a fluid leak under the analyzer. Through an extensive investigation, the fsr found the acid wash nozzle tubing, tbg, manifold to acid nozzle, part number c-35016710-01, disconnected at the waste manifold. The fsr resolved the issue by reconnecting the tubing. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Event description:
The customer observed falsely decreased alinity c calcium results for several patients. The following data was provided (customer¿s reference range is 8.4-10.4 mg/dl): (B)(6) initial result, on (B)(6) 2021, was 4.9, repeat was 9.4 mg/dl (B)(6) initial result was 6.0, repeat was 8.5 mg/dl. There was no impact to patient management reported.